Event description:
It was reported that after opening the jar of a magna 3000 a thread was observed. Reportedly, the thread was observed to be stuck between 2 leaflets and looked like a hair. The particulate was removed and the value was implanted. There were no patient complications reported.

Manufacturer narrative:
Device not returned.